Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. During the procedure, it was noted that the right ventricular lead could not capture when it was connected to the implantable cardioverter defibrillator. The device was explanted and replaced. The patient was stable.